Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead exhibited failure to sense, noise and high impedance. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to sense, noise, and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies.